Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak between the supply line of the cassette and the solution bag was reported and is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of three. The patient was connected at the time of the alarm. During troubleshooting, it was discovered that there was leakage from the junction between the supply bag and supply line of the homechoice cassette. The technical service representative explained the alarm to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.